Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. The investigation determined that there was no evidence or allegation of device malfunction. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral 100 device allegedly ran out of charge while in use on a patient. Subsequently, the patient expired. It was reported the device was running on battery for a considerable amount of time.

Event description:
It was reported to resmed that an astral 100 device allegedly ran out of charge while in use on a patient. Subsequently, the patient expired. It was reported the device was running on battery for a considerable amount of time.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed multiple total power failure alarms with prior warning alarms, an error message (sf195) indicating a persistent software fault and three unexpected restarts of the device. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the sf195 with unexpected restarts were due to device restart while battery was depleted and the total power failure alarms were due to a depleted battery. The investigation determined that there was no fault found with the internal battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral 100 device allegedly ran out of charge while in use on a patient. Subsequently, the patient expired. It was reported the device was running on battery for a considerable amount of time.